Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they had a crown crack on one of their lower teeth and it was repaired. The patient stopped wearing the lower aligner on their dentist advise. Their dentist indicated that their lower aligner needed to be remolded. Requested additional information from dentist visit.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.